Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the auxiliary alarm supply failed. Three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. The unit became unresponsive and required battery disconnection to power off. The rse informed that it is possible that it could be a defective power management board. The rse determined the issue would be resolved once the field correction order (fco) was implemented and initiated high priority onsite service. A philips authorized service provider (asp) implemented fco and replaced the power management (pm) pcba (printed circuit board assembly) to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device had an error code auxiliary alarm supply failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the auxiliary alarm supply failed. Three consecutive measurements of the auxiliary alarm supply were less than 9.0 v or greater than 11.0 v. The rse informed that it is possible that it could be a defective power management board. The investigation is ongoing.